Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system exhibited shock impedance measurements greater than 125 ohms. An invasive revision procedure was performed and it was observed that the set screw was in the up position. A tug test was performed and the distal coil pin came out of the device header. The set screw was re-tightened, a defibrillation threshold test was performed with a successful conversion. No further complications were observed.